Event description:
It was reported by pt, that he underwent left total hip arthroplasty in 2008. At approximately 14 months post-op, pt began experiencing pain in his left hip and his surgeon has recommended that the hip be revised. Revision has not yet been scheduled.

Manufacturer narrative:
The MFR did not receive explanted device, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in 2008. Should add'l info become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer considers this case closed.